Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A visual inspection was performed on the device. The cause of the event was determined to be a false empty detect at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 01:26:30. During night drain cycle one, the patient's ultrafiltration reading was 2729ml, indicating the home patient (hp) drained 2729ml more than their maximum programmed fill volume of 2300ml. No additional information is available.